Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of procedure: regular dorsal fixation with monoaxial screws and cocr rod it was reported that during surgery, surgeon wanted to remove the screws and rods. But it was impossible to remove the set screw, even after using three different t27 screwdrivers. The screwdriver broke with no patient complications.

Manufacturer narrative:
Additional info: product analysis: visually confirmed approximately ~3mm of instrument tip has been broken off, consistent with interface during usage. Inspection of the shaft diameter and material hardness confirmed conformance to print specification. Optical examination of the fracture surface identified a fairly flat fracture surface and circular material displacement. The above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.